Event description:
It was reported to manufacturer by dealer; active (B)(6), per dealer end user called in to report an injury from a brand new lifter they just received. Per end user she had unplugged a lamp cord and was plugging the lifter cord to the wall outlet and it arched causing fire and sparks and burned her hand. She refused medical treatment per the dealer. The metal prongs in the plug melted and pitted. Pictures were sent of the damage to the power cord. Dealer and manufacturer agree we need to send a licensed electrician to end user home to examine the circuitry to the outlet. This was scheduled. (B)(4) issued to get lift back for in-house evaluation.